Event description:
The facility contacted baxter (B)(4) technical services to report a y-type blood/solution set where the "packages were damaged". It was reported that the "tube was missing a small piece." This malfunction was found before use. There was no patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a follow-up will be submitted. A batch review cannot be performed since no lot number was provided.

Manufacturer narrative:
(B)(4). One unused sample was received for evaluation. During visual inspection it was observed that there was a cut in tubing and the downstream components (slide clamp, roller clamp, and the two piece luer lock assembly) were missing - as the set was essentially cut in half (incomplete set). The reported condition was confirmed.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.